Event description:
No treatment was given through the port. X-ray confirmed the catheter broke, so the pt was sent to radiology for explantation.

Manufacturer narrative:
The complaint, "catheter broke", was not confirmed. The distal end of the attached silicone catheter observed irregularly cut. Slits observed on the attached silicone catheter segment 3/8" from the distal end. The slits may have been introduced by the use of a sharp surgical instrument in the clinical setting.